Event description:
It was reported that at follow-up, a pacing failure was observed despite maximum output. Perforation was suspected by fluoroscopy observation. As a result, the lead was exp and replaced with a competitors lead.